Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high threshold was noted on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The right atrial (ra) lead was explanted and replaced as well for unspecified reasons. The patient condition was stable.